Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after a routine implantable cardioverter defibrillator (ICD) change out a lead impedance alert was triggered on the right ventricular (rv) lead. X-ray indicated a connection issue between the lead and ICD. A procedure was performed to fully insert the lead into the device header. The ICD and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.